Event description:
This l v lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that patient had phrenic stimulation during simulated safety core testing. Stimulation also occurred during srd1 conversion. This stopped once they completed. Patient was not symptomatic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).